Event description:
A nurse developed sinus issues after wearing the gown. She stated there was an odor to the gown, and a powder like substance. She saw a physician and was treated for a sinus infection. She stated that she would start to feel better, then would come to work, wear the gown, and the sinus issues would return.

Manufacturer narrative:
Additional lot #: 08jaw250. Additional manufacture date: 9/2008. Complaint and sample forwarded to plant for investigation. Follow up report will be filed once investigation is completed.